Event description:
In 2008, the pt stated that he must change his infusion site every 2 days because the infusion site becomes uncomfortable and his blood glucose elevates to 400 mg/dl. He stated that when his blood glucose elevates, he changes the infusion site and boluses to lower his readings. His normal blood glucose range is 75-180 mg/dl. He stated that on the previous month, his blood glucose was elevated to 405 mg/dl and he performed 3 boluses but his readings would not decrease. He changed the infusion site on the next day, and bolused 10 units of insulin and his blood glucose returned to normal. He stated that he is "not a very heavy person" and he uses the smallest cannula length available and inserts the site at a 30-45 degree angle. He was advised to insert the cannula at a smaller angle. He stated that he does not have scar tissue. His blood glucose at the time of the report measured 150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.